Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. Already at filing it was stated ¿that no further information is available due to hospital policy.¿ review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.

Event description:
It was reported that the patient's right hip was revised due to infection. This sterile-packaged guide wire was used during the primary surgery.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
It was reported that the patient's right hip was revised due to infection. This sterile-packaged guide wire was used during the primary surgery.